Manufacturer narrative:
Retainer ring = clear . On (B)(6) 2021 customer alleged the ems for low bgs, solid white display, broken belt clip and cosmetic damage on back and front of the pump. Unit was received without the original belt clip. Unable to verify damage to the belt clip. No damage noted in the belt clip rails. Unit received with cosmetic damage listed below. The test p-cap and reservoir does lock in place in the reservoir compartment. Using a test pcba 1 to perform history download and carelink upload, history download was successful using thus and carelink upload was successful. Unable to list bolus delivery on event date. There was no data listed on the event date (B)(6) 2021, unit was received with a blank flashing white lcd. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test due to blank flashing white lcd. Missing segments/partial display - unknown. Unable to verify missing segments/partial display due to blank flashing white lcd. Unit was received with a blank flashing white lcd due to cracked lcd controller. Unable to perform functional tests due to blank flashing white lcd. Cosmetic damage - confirmed. Minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at the corner of the belt clip rail, pillowing keypad overlay, stained keypad overlay and a cracked retainer. Unable to verify solid white display, missing segments/partial display due to blank flashing white display. Damage (physical or cosmetic) was confirmed at the case at the corner of the belt clip rail and battery tube threads. Unable to confirm alleged for low bg. Unable to verify damage to the belt clip due to pump received without the original belt clip. Unit was received with a blank flashing white lcd due to cracked lcd controller. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the customer fell on the insulin pump and cracked the back and front of the insulin pump. Per customer, there was no physical damage to the retainer ring.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information has been updated and provided in b5 section of this report.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
On the customer notes, customer's son advised the emergency medical service was called but he was treated on site, low bgs/over delivery, display anomaly, broken belt clip and cosmetic damage. Describe the location of the damage: back and front of the insulin pump. Device was received without the original belt clip. Unable to verify damage to the belt clip. No damage noted in the belt clip rails. Device received with cosmetic damage listed below. The test p-cap and reservoir does lock in place in the reservoir compartment. Using a test electrical board 1 to perform history download and carelink upload, history download was successful using thus and carelink upload was successful. Unable to list bolus delivery on event date. There was no data listed on the event date (B)(6) 2021, device was received with a blank flashing white lcd. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test due to blank flashing white lcd. Missing segments/partial display - unknown. Unable to verify missing segments/partial display due to blank flashing white lcd. Device was received with a blank flashing white lcd due to cracked lcd controller. Unable to perform functional tests due to blank flashing white lcd. Cosmetic damage - confirmed. Minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at the corner of the belt clip rail, pillowing keypad overlay, stained keypad overlay and a cracked retainer. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's son reported via phone call that customer experienced low blood glucose. Blood glucose level was 40 mg/dl. Current blood glucose level was 106 mg/dl. Insulin pump had a crack and a solid white display. Customer stated that they passed out and fell. Customer was treated with glucose gel. Customer was using insulin pump within 48 hours of reported low blood glucose event. Customer was not assisted with troubleshooting. The insulin pump will be returned for analysis.